Manufacturer narrative:
Product code (d2b) - additional product code qon, premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006, UDI for concomitant product. Tined lead: (B)(4).

Event description:
It was reported the patient was in a car accident on (B)(6) 2025 and has not had the same symptom coverage since. There is concern that device might have moved. The therapy support specialist (tss) offered to assist the patient in adjusting their stimulation, but the patient did not have their remote control with them. The patient will see the physician on (B)(6) 2025. The clinical specialist (cs) does not have any updated x-rays, but the patient is having discomfort in their pocket after the accident. The physician is going to explant the device. The patient wants to go another route for their care pathway. The explant surgery is scheduled for (B)(6) 2025.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block d4: UDI for concomitant product. Tined lead: (B)(4). Block g4: premarket / 510(k) #: additional premarket / 510(k) # p190006. Block h11: investigation details: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. There was no report of a device performance allegation. Based on this investigation, the investigation conclusion code of known inherent risk of device was chosen as the allegations relate to discomfort and migration which are addressed in the product labeling and risk documentation. The reported patient symptom(s) are known risk associated with this device type and indicated as such in the instructions for use. Correction: block: g2 report source

Event description:
It was reported the patient was in a car accident on (B)(6) 2025 and has not had the same symptom coverage since. There is concern that device might have moved. The therapy support specialist (tss) offered to assist the patient in adjusting their stimulation, but the patient did not have their remote control with them. The patient will see the physician on (B)(6) 2025. The clinical specialist (cs) does not have any updated x-rays, but the patient is having discomfort in their pocket after the accident. The physician is going to explant the device. The patient wants to go another route for their care pathway. The explant surgery is scheduled for (B)(6) 2025.